Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshoots this issue with the customer over the phone. The customer reported to have found cracked the o2 sensor. Tse instructed the customer to replace the cracked o2 sensor. Covidien was not authorized to repair the device.

Event description:
It was reported that an 840 ventilator was failing the leak test during the short self-test (sst). The ventilator was not in use on a patient at the time the malfunction occurred.